Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased threshold and pacing impedance measurements one day post implant. The patient was transferred to another hospital for a lead revision. The patient was found to have a small pericardial effusion, however, computed tomography noted the lead remained in the myocardium and the lead tip did not appear to have perforated. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.